Event description:
Reporter indicated that pt developed an infection following generator replacement surgery for end of service. The infection was treated with antibiotics and explant of the ncp system. The pt was then implanted with a brain stimulation system from a different MFR on the right side of the chest and neck area. When the pt became aware that the brain stimulation system that was implanted was not the vns therapy system, the non-vns brain stimulation system was removed and a new ncp system was implanted on the left side.